Manufacturer narrative:
(B)(4). Attempts are being made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. It was reported that the "thread was cut off" and kept breaking down. Please explain what you mean by that. Did the suture break? Please provide the lot number reported in this event? What is the name of the procedure? Status of product return. Were there any adverse patient consequences?

Event description:
It was reported that the patient underwent an unknown surgery on an unknown date and suture was used. The thread was cut off while using the device. There were no adverse consequences to the patient.